Event description:
It was reported that the ventrio st hernia patch was hydrated in room temp saline. The contact reported that the mesh was hydrated longer than normal but not much longer because the doctor was not ready for it directly. She stated that the mesh sepra coating started to disintegrate and they had to use another to complete the case. As reported, there was no patient injury.

Manufacturer narrative:
The sample was discarded by the user facility and therefore not being returned for evaluation. A review of the manufacturing records was conducted and did not reveal any discrepancies or nonconformance issues that may have caused or contributed to the event. The IFU recommends that the "ventrio st hernia patch be completely immerse in sterile saline for 1-3 seconds immediately prior to placement:. As reported the hydration was longer than normal, but not much longer. This may have contributed to the problem experienced. At this time there is no way to conclusively determine a root cause for the alleged sepra coating coming off of the mesh.